Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the lss retested the patient's re-drawn blood (collected on (B)(6) 2025) on the dxi800 analyzer (sn# (B)(6)) with results at 0.093ng/ml and 0.093ng/ml. The lss also retested the other patient samples collected on the same day, all results were similar between 0.090 ng/ml and 0.094ng/ml, the hstni results of different blood samples taken from the patient were reproducible high on the beckman platform. An interference testing, using different blockers, was then carried out. The blockers used in the interference testing consist of polymak 33, hbr-1, goat, mouse, rabbit, sheep and bovine iggs which are animal derived antibodies. A pool of blockers related to alkaline phosphatase (ap mutein, scavenger alp) was also tested. Interference antibodies interaction are listed in the limitations section of the hstni instructions for use (IFU). This interference testing demonstrated the presence of interfering substances since the addition of pool of blockers related to alkaline phosphatase significantly lowered the signal. Per the access hstni instructions for use (IFU), document part number c18722 g available on the beckman coulter website:"for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce human anti-animal antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences." The local team followed up the issue, and communicated with the customer about the interference experiment result. In conclusion, the investigation demonstrated that interference related to alkaline-phosphatase, is the cause of the falsely elevated hstni results. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
Customer reported repeatable false high access hstni (access high sensitivity troponin I, part number b52699, lot number 538650 ) patient results on their dxi 800 analyzer (serial number (sn) (B)(6)). The patient came to hospital due to a cold and fever accompanied by chest distress. The hstnl patient result on (B)(6) 2025 was high at 0.077ng/ml (reference range: <0.0175ng/ml). New patient sample was collected on december 20th, the hstnl result was also high at 0.091ng/ml. The patient received prescription drugs (shexiang baoxin pills and trimetazidine dihydrochloride) and underwent color doppler echocardiography and coronary angiography on the same day. New patient sample was collected on (B)(6) 2025, with hstnl result 0.084ng/ml, the result was also higher than reference range. However, the patient had no obvious cardiovascular-related symptoms during the hospitalization. The patient underwent color doppler echocardiography and coronary angiography during the hospitalization, and no abnormalities were found. The customer questioned beckman elevated results, and the re-drawn sample was sent to other platforms (bio mérieux platform and siemens platform) for retesting, the customer did not provided the result of bio mérieux platform but said it was a negative result. The siemen result was <0.003ng/ml (reference range: <0.045ng/ml).the customer suspected interferences. No hardware error messages or issues with other assays were reported in connection with the event. System performance indicators such as system check, calibration and qc (quality control) at the time of the event were not provided for review. No issues with sample integrity were reported by the customer. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned results and the questioned results are repeatable. A beckman coulter lss (laboratory solution specialist) was dispatched to customer site.